Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address chronic dislocation. The surgeon stated that the cup was over-anteverted by 10-15 degrees. The neck of the stem impinged on the liner posteriorly, causing the hip to dislocate anteriorly. There was a visible indentation on the posterior edge of the liner and cold flow on the anterior edge.